Manufacturer narrative:
(B)(4). Eval, results, conclusion: (heavy calcification).

Event description:
A 1.25 mm diameter x 20 mm length sprinter legend rapid exchange (rx) balloon dilatation catheter was used in a pt to cross a lesion in the left anterior descending artery. During inflation, the device would not hold pressure. The account confirms that no abnormalities were noted during preparation of the device prior to initial use. The lesion was heavily calcified. A second attempt was made using a 2.0 mm diameter x 20 mm length sprinter legend rapid exchange (rx) balloon dilatation catheter with the same result. No other clinical sequelae were reported. (Ref MFR# 9612164-2011-00264).